Manufacturer narrative:
A getinge field service engineer evaluated the unit and logged fault codes. It was recommend that the front end board needed replacement. The customer declined repair due to cost. The fse does not recommend use unit of defective unit. At this time, the customer has not approved the purchase of new parts from getinge. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had several alarms. A screenshot of the iabp monitor screen showed two alarms; no trigger and no patient status available. The nature of both was explained and had the nurse remove and replace the ECG electrodes adding doppler gel to the backs of each prior to placing them on the patient's chest to increase conduction and reduce artifact. This helped slightly. It was also advised to follow the IFU instructions for the no patient status available alarm which is rebooting the console. Both alarms continued to go off intermittently through the night but not consistently like before. It was strongly advised to switch out the console; however, only one iabp was available. The nurse supervisor would not allow the pump to be switched over as the staff was not trained on the pump yet. Upon follow up, it was noted a second iabp was found in the ccl to switch to and no further alarms were reported. There was no harm reported.